Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6) and non-penumbra sheath. During the procedure, the physician completed five passes using the cat6. While attempting to advance the cat6 into the sheath and over the guidewire to make the sixth pass, the distal portion of the cat6 broke into two pieces. Therefore, the cat6 was removed. The procedure was completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.